Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead exhibited high thresholds and was removed and replaced with a different lead. It was also reported the right ventricular (rv) lead exhibited high threshold and was removed and replaced with a different lead. No patient complications have been reported as a result of this event.